Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure using the evercross 035, the balloon detached within the sheath. The device was being used to treat the venous outflow of an arteriovenous fistula in the left mid vein, where a fibrous lesion with minimal tortuosity and calcification was present. The lesion had a stenosis of 90% and measured 60 millimeters in length, with the vein diameter being 8 millimeters. A 6fr non medtronic sheath and a 035 guidewire were used. The vessel was pre and post dilated using evercross devices. The device passed through a previously deployed everflex stent. No resistance encountered. A non medtronic inflation device was used with 50/50 contrast. The detached component was safely removed within the sheath, and the procedure was completed using a new device. No injury/intervention associated with this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned with approximately 35 mm of the balloon still attached, the proximal markerband is present and the inner detached at the proximal markerband, the detached portion of the inner was returned with the distal markerband present, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.